Manufacturer narrative:
Film evaluation summary: the exact cause of the possible type ib endoleak could not be conclusively determined from the single angio image provided. The pre- implant anatomy information, films at implant, earlier post-implant films, additional films that showed the type ib endoleak, and films during the secondary intervention were not provided. The complete anatomy information and stent graft in-vivo configuration could not be assessed. It is possible that the left common iliac artery may have dilated, which caused the distal left limb to lose seal with the vessel wall, and resulted in the distal type I endoleak. The dilatation of the left common iliac artery may have been due to disease progression.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately eight years and five months post index procedure an ultrasound revealed that the patient had a distal type I endoleak in the left iliac limb of the aneurx bifurcate. An angiogram confirmed a distal type I endoleak in the left iliac limb of the aneurx stent graft bifurcate. There was 3 cm of landing zone above the left hypogastric artery. Therefore, the physician elected to implant a 16/20/124e endurant stent graft limb extension in the left limb of the aneurx stent graft and the distal type I endoleak was resolved. Per the physician the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.